Manufacturer narrative:
The insulin pump was received with no motor error alarm noted during bolus and basal delivery and no unexpected no delivery alarm noted during our testing. The motor was tested outside of the device and passed. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked battery tube, cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that they received a no delivery alarm when attempting to bolus. Customer also reported a motor error alarm occurred after the no delivery alarm. Customer's blood glucose was 116 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. Customer declined to troubleshoot for their no delivery alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.